Event description:
The pt was implanted on a friday and the following tuesday was symptomatic and returned to her physician to have the pump checked. It was refilled at that time; the issue was resolved. At the end of may (exact date not provided) the pt was admitted to the hospital for breathing problems, resulting in a missed refill. The refill physician was notified and stated that there were 3 ml remaining in the pump. An alarm was not heard and the clinician programmer confirmed that no alarm was occurring. The pump contained morphine, clonidine, and marcaine. It was also stated that a 40 ml pump was supposed to be implanted, but a 20 ml pump was implanted. Add'l details are being requested from the hcp at this time.